Manufacturer narrative:
(B)(4). Additional information from the customer reports degrees are in celsius. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. A verification of failure mode reported was conducted with samples in the current manufacturing process. Thirteen devices were taken from the current production and functionally tested. The alleged issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect and determine a root cause. Customer complaint cannot be confirmed based on the information received. The root cause is unknown. No corrective actions can be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the unit is overheating while the display is reading 30 degrees, unit is actually around 80 degrees." It was reported the malfunction was detected prior to patient use, during inspection/ functional testing. There was no report of patient harm or delay in therapy.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110 vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a low compliance column is connected to the unit for a real time operational scenario. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer complaint alleges "the unit is overheating while the display is reading 30 degrees, unit is actually around 80 degrees." It was reported the malfunction was detected prior to patient use, during inspection/ functional testing. There was no report of patient harm or delay in therapy.